Event description:
It was reported that during an electrophysiology study with ablation the guidewire allegedly broke off inside the introducer sheath and was caught in the patients tissue. Reportedly the health care provider(hcp) made an incision to successfully remove the broken wire. The hcp used sutures and applied dermabond to the area of the incision. There was no reported patient injury.